Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for follow up. Upon interrogation of the device premature battery depletion was observed. Device was explanted and replaced. Patient was stable throughout the entire process.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.